Event description:
It was reported that a patient implanted with two 300cc mentor memorygel breast implants experienced a rupture on the left side and breast pain on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the left side device.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Section d6b, date of explant: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).